Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the device could not remain powered on to charge and shock defibrillation energy. The device was then opened and an internal inspection was performed. It was observed that the device had had a hard impact which caused the negative terminal for internal hybrid layer capacitor (hlc) battery, designator bt3 on the analog pcb assembly, to break off from the pcb assembly. This negative terminal for hlc battery, designator bt3 being broken from the pcb assembly caused the device to be powered only by internal hlc batteries, designators bt1 and bt2 on the analog pcb assembly, which was insufficient voltage to run the device. A replacement device was provided to the customer under warranty.

Event description:
The customer contacted physio-control to report that their device showed the attention icon after they had replaced the charge-pak battery charger. During device evaluation, physio-control observed that the attention and the charge-pak icons were showing in the readiness display. From the downloaded device data it was observed that the device's internal hybrid layer capacitor (hlc) batteries had depleted to a level that the device might not be able to provide therapy if needed. There was no patient use associated with the reported event.